Event description:
Medtronic received information that immediately following implantation of the aortic transcatheter valve, the abbott perclose device failed to seal the patient's right femoral artery. Manual pressure achieved hemostasis without further intervention. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).